Event description:
Information was received indicating that a pump with a cadd medication cassette attached was alarming no disposable, clamp tubing and then no disposable, pump won't run. It was reported the customer was admitted to the hospital for treatment under instruction of the physician, the cassette was replaced, and the affected cassette discarded. No additional information is available at this time.

Manufacturer narrative:
Outcomes to adverse event: hospitalization.